Event description:
The surgeon indicated he broke three 2.8mm anchors in the same shoulder two weeks ago and had to resort to the 3.5mm anchor as a backup. The 2.8mm anchor broke as the threads were completely inside the bone, but before the head of the anchor had been completely seated. It broke right at the thread-shaft junction so that all of the metal was within the glenoid. He was not sure why this happened, but suspected that the anchor was bottoming out because of the angle with which the glenoid drill hole was made. The threaded portions of each anchor remains embedded in the pt's glenoid. It is unknown how long of a delay this issue caused, however a significant delay (>40 minutes) was not reported.